Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Retro: case #: 00802792 - npi 8015 did not communicate with system maintenance software other- specify in comments bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: chris had communication issue with his lap top. Pcu8015 sn 12596474 did not communicate with system maintenance software. Failure device type: systems maintenance. Failure problem type: v10.33. Failure mode: see case notes. Case resolution: I reviewed communication cable with (B)(6) and found out he used "gigaware" usb adapter. I advised (B)(6) to get trip lite usb adapter model USA-19hs. (B)(6) will get trip lite usb and try again. If he still have problem, he will call me back. Ref: (B)(4).